Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
The customer reported 4 false positive results on an alinity m sars-cov-2 assay. One patient sample which was collected on (B)(6) tested positive for sars-cov-2 on the alinity m sars-cov-2 assay on (B)(6). They were retested on (B)(6) and (B)(6) and generated negative results. The patient had also tested negative on (B)(6). The customer repeated other samples which were run around the same time and identified 3 more false positives. All the runs were valid, but the customer performed a water run and one of the water samples tested positive, indicating a possible contamination either during set-up or with instrument. The customer is unaware of any impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611. The complaint history review identified one additional complaint related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 which is currently elevated and pending an investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 516611 was not identified.